Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user opened the package and checked the integrity of the ntrap stone entrapment and extraction device and found the basket formation was not normal. The customer used another ntrap stone entrapment and extraction device to complete the procedure. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation - evaluation: visual inspection and functional testing of the returned device was conducted during the investigation. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned in the shipping coil holder. A functional test determined the basket formation actuated properly. A visual examination of the basket formation noted the wires have the appearance of being hooked and stretched. The device history record was reviewed and found there are no non-conformances associated with the complaint device lot number. A review of complaint history revealed this is the only complaint associated with lot number 8460667. The instructions for use (IFU) states: due to the asymmetric nature of the ntrap, do not torque or rotate the device in vivo. Note: when using laser or electrohydraulic lithotripsy, a gap of at least 1 cm should be maintained between the stone and the ntrap to prevent device damage. It may be necessary to gently advance the basket to release any remaining stone fragments prior to closing. The basket of the returned device was found to be deformed, with some of the wires being bent. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket with deformed wires. The wires of the basket were not symmetrical and evenly spaced. The baskets are inspected for damage or kinks during quality inspections. The device is shipped with the basket open. The basket could have become deformed during shipping, or during handling when unpacking the device before use. There is not enough information available to determine the most likely cause of the damage. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.